Manufacturer narrative:
Evaluation, results: inherent risk of procedure (endoleak); (cause of event is unknown). Evaluation, conclusion: (cause of event is unknown).

Event description:
An endurant bifurcated stent graft system was implanted in a patient for endovascular treatment of an adominal aortic aneurysm. Aneurysm morphology not reported. Proximal neck was 20-22 mm in diameter. Distal leg was 16 mm in diameter. It was reported that during the final angiograph, a type IV endoleak was confirmed. The physician will monitor the patient. No clinical sequelae were reported, and the patient is fine.